Event description:
It was reported that during patient treatment, the compressor had a low pressure issue therefore the ventilator frequently alarmed and o2 concentration fluctuated. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the compressor had a low pressure issue and therefore the ventilator frequently alarmed and o2 concentration fluctuated. There was no patient harm. According to the field service engineer, the cause of the failure was that the compressor frequently went into unintended standby, resulting in insufficient air compressor pressure. This compressor was temporary used in the hospital by the sales dealer. The compressor is scrapped and a new compressor is now installed at the hospital. No part was returned for investigation. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion is that the compressor frequently went into unintended standby which caused the reported issue. As no part was returned, the root cause could not be determined.